Manufacturer narrative:
H.6. Investigation: one sample and multiple photos were provided to our quality team for investigation. Upon inspecting the product, black spots were observed on the needle housing. Using magnification, the particles were verified to be imbedded in the needle housing of the injector. A device history record review did not reveal any documented quality issues during the production of lot number 1907113 that could have contributed to this incident. One maintenance order was performed during the molding process of the needle housing to clean the tip of the injection machine. Machines undergo routine maintenance and clearly defined cleaning according to procedure. While we could not identify a direct issue, it was determined the particles were likely pieces of dirt that generated accumulated during the molding process and became embedded in the needle housing. Product undergoes visual and functional evaluations throughout the manufacturing proses according to procedure. A project, cor-557-2020, was initiated to reduce imbedded particles during the molding process.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black smear (fm) was found onto the white part of n35j.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black smear (fm) was found onto the white part of n35j.